Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in mildly tortuous and moderately calcified arteriovenous fistula. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use to open the target lesion. During the procedure, it was noted that the balloon was wasting at first inflation at 10 atm. Then, the physician attempted to inflate the balloon again; however, it was noted that the balloon ruptured at 8 atm. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.